Event description:
Customer reported he had fallen into the ocean with the insulin pump on. The device seems filled with fluids. Customer reported the insulin pump was just vibrating and also alarmed motor error. Then the display went blank. Customer's blood glucose was 189 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for blank display was also performed. No further information reported.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly and motor assembly. Unable to verify motor error alarm due to blank display noted. The insulin pump was monitored and no constant vibration during battery insertion. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.